Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his high blood glucose level of 530 mg/dl. He had a diabetic ketoacidosis. His high blood glucose level was corrected with IV drip of insulin. He was wearing the insulin pump at the time of hospitalization. The customer also received a no delivery alarm. The product was not returned. Nothing further to report.